Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photo sample did not show any visual evidence of the reported problem. The reported condition was not verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a possible valve failure. This was identified during a transfer set replacement prior to connection to the patient. Upon inspection of the transfer set, an air intake sound was heard. As a result, the device was not used on the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.